Manufacturer narrative:
Device evaluation is being submitted related to manufacturing report number 2938836-2014-14696. No conclusion code available. The device was tested on the bench and the reported field event of capacitor maintenance timeout was confirmed in the laboratory. The high voltage capacitors were sent to the manufacturing site for further evaluation and an internal high voltage capacitor anomaly was found. The root cause of the extended charge time was an internal high voltage capacitor anomaly. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
Device evaluation is being submitted related to manufacturing report number 2938836-2014-14696.